Event description:
New information received notes that the patient presented in-clinic. Interrogation revealed another instance of high pacing impedance and an additional instance of high capture thresholds. Failure to capture was also observed. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead had exhibited high pacing impedance and high capture thresholds. The patient was connected to a home monitor and will continue to be monitored. The patient was stable throughout.

Event description:
New information received notes another instance of high pacing impedance found via remote transmission. No additional intervention was reported. The patient was stable throughout